Event description:
It was reported that the inspection prior to placement showed black signs that could not be wiped off on the back of the 33-35cm graduation of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1107 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ink on the catheter tubing is confirmed and was determined to be manufacturing related. One 5 fr dual lumen powerpicc solo catheter with a stiffening stylet and t-lock within the red lumen was returned for evaluation. An initial visual observation showed a small amount of use residue on the stiffening stylet. What appeared to be ink was observed on the catheter tubing between the 33 cm and 35 cm depth markers. This ink appeared to be similar in color and consistency to the ink used on the depth markers and the molded joint of the catheter. A microscopic observation revealed both a black and a white ink on the returned catheter. This ink was observed to be flat and bonded to the catheter tubing, and it was observed to be smeared slightly in a linear direction. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the inspection prior to placement showed black signs that could not be wiped off on the back of the 33-35cm graduation of the catheter.